Event description:
It was reported by the patient's caregiver that the patient was recently diagnosed with sleep apnea. Per the caregiver, the neurologist felt that the vns was contributing or causing the patient's sleep apnea. It was stated that the device was turned off about four months ago and that the patient's sleep has improved since then. The patient went to see the surgeon to discuss getting the device removed; however, the surgeon felt the patient should not get the device removed and suggested keeping the device turned off and leaving it implanted. It was stated that the patient had not been previously diagnosed with sleep apnea even though her children had said she had been snoring for a long time. The reported stated that the first time he heard the patient snore, he was "very scared" because he realized she was not breathing. The patient was then diagnosed with sleep apnea. Per the reporter, since the vns device has been turned off, the patient has been sleeping very well and is no longer snoring. Attempts have been made to get additional information from the physician; however, they have been unsuccessful. No additional information has been received.

Event description:
On (B)(6) 2013, it was reported that this vns patient was referred for explant. Surgery is likely but has not taken place.

Manufacturer narrative:
Review of additional information indicates the age reported on the initial MDR was incorrect. Review of additional information indicates the event date reported on the initial MDR was incorrect.

Event description:
Review of the patient's vns programming history indicates that stimulation was initially "applied" on (B)(6) 2009. The most recent diagnostics from (B)(6) 2011 showed the device was within normal limits.

Event description:
It was reported that the patient's generator had been explanted. The suspect product was reportedly discarded. No further relevant information has been received to date.